Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized with ketoacidosis while using the infusion device. The patient alleged that the infusion device "didn't give a warning" when her blood glucose levels were elevated. The patient's blood glucose level was "more of 650 mg/dl." The patient had symptoms of vomiting. The type of treatment given at the hospital was unknown. The patient was hospitalized from (B)(6) 2016. The infusion device was returned for product evaluation.